Event description:
It was reported that during the implant attempt, the physician was unable to insert the stylet into the lead even after repositioning the lead in several different positions. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned, analysis was performed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.